Event description:
As reported: study: shout: subject: (B)(6). Patient received immunizations and presented to clinic with swelling of shoulder. Surgeon aspirated shoulder in clinic and removed pus and graft material. Post-operative ae: infection. Update 08 oct 2021: subject returned to clinic and shoulder is still draining after aspiration in office. Scheduled for formal irrigation and debridement, that day in the or. (Resolved without sequelae)"

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.